Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's wife reported that the patient had a rash. The patient's doctor gave him triamcinolone acetonide ointment to use on the area. The patient removed the device and was on telemetry at the hospital. During a follow-up the patient's wife reported that the rash was improving and almost done after using the ointment twice a day. No alleged device deficiency.